Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 505 mg/dl. It was stated that the customer was experiencing unexplained high glucose for one day. Troubleshooting was declined, and the customer feels that her high glucose was due to a miscalculation of carbohydrates intake. The customer's most recent glucose reading was 127 mg/dl. No further information was provided.